Event description:
It was reported that the patient presented with inappropriate anti-tachycardia pacing exhibited on the implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. The ICD was explanted and replaced. There were no patient consequences prior to intervention. Further information was requested but not received.